Manufacturer narrative:
D4 - primary unique device identifier (UDI) and h4 - device manufacturer date are added.

Event description:
It was reported that the jet wash channel is too strong and it damaged tissue. The patient remained stable, was discharged, and follow-up confirmed full recovery. Issue resolved when the flow of the endo gator descreased by the customer.

Manufacturer narrative:
Upon inspection of the subject endoscope, foreign object was found clogging the water jet nozzle of the endoscope. The foreign object was removed and discarded, so it could not be identified. Therefore, the cause of the blockage is unknown. While it is possible that the foreign object originated from the patient undergoing the procedure, it cannot be ruled out that the foreign object was already present in the channel prior to the procedure due to insufficient reprocessing before the procedure. As a result, the risk of infection was deemed to exist. However, no cases of infection related to this incident have been reported. This event is being reported in an abundance of caution. In this event, minor mucosal damage occurred. It is possible that the water pressure increased beyond normal levels due to the narrowing of the outlet caused by the foreign object blocking the water jet nozzle of the endoscope. Even if this malfunction recurs, it is believed that any mucosal damage caused by water flow would be limited to superficial, minor damage requiring no treatment, similar to this event.